Event description:
Pt has an invacare model 3gstar-ts power wheelchair. A weld in the seat frame broke after less than 2 years of service. If the seat let go on the other side (were to have broken) pt would have been dumped as this model has a tilt system. Invacare's response was to buy a new frame, a list price over $16,000 and they warrant seat frame welds for 1 year.